Event description:
Information received indicates the bed will not go into the trendelenburg position.

Manufacturer narrative:
The hill-rom technician replaced the gas springs to repair the stretcher.